Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to charge to 120 joules. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, defib cycling and discharge test with customer's mfc without duplicating the report. The defib receptacle and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. The customer's multifunction cable (mfc) was evaluated and no abnormalities were found. The mfc was scrapped after testing. Analysis of reports of this type has not identified an increase in trend.